Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "I experienced a defect while starting a 20g IV catheter. While starting the IV I inserted the needle and it was placed with no trouble, I saw flashback then went to retract the needle and noticed as I retracted there was nothing left in the vein. The pink hub was totally detached and I couldn't see the plastic catheter at all, I felt to see if I could feel the plastic in the patient was not able to feel any hardness and patient denied discomfort, I then cracked open the plastic casing which held the needle and took it apart which is where I found the plastic catheter attached to the retracted needle."